Event description:
Device 1 of 2 reference MFR. Report: 1627487-2018-02329. Follow up information identified the patient has not experienced any further involuntary movements. Effective therapy has been reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-02329. It was reported ((B)(6)) the patient experienced involuntary muscle movements throughout his body, but concentrated in his legs. The patient was hospitalized and was instructed to turn off the scs system. The patient reported on (B)(6) 2018 the involuntary body movements had resolved for two days, and the patient was started on a tonic stimulation program. Further evaluation is slated to take place in several weeks.